Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer had high blood glucose of 415 mg/dl. The customer stated they were not hospitalized. The customer was advised that there are many causes of high blood glucose. Troubleshooting found there was air bubbles in the tubing. Air bubbles was not present after the customer delivered 5 units of fixed prime. The customer was advised to change out the infusion set and revert to a back-up plan if needed. No additional information provided.